Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they were having trouble with their stimulation. Patient said they had been dealing with it the best they could until it got to this point where they didn't know if therapy was even working as their back was hurting now. Patient clarified starting maybe 3 months ago, they would get settings not available. Patient mentioned they had only gone up on intensity once or twice since they got the implant because the implant worked and their back pain was under control, so they did not have to mess with the settings very often. Patient also said they go to the doctor each month and mentioned this to the doctor when they went and patient said they checked the device, but also told patient they should call the manufacturer representative (rep) (which patient had put off because stim seemed to be working and their back wasn't hurting until now). Patient said they use group b, and program 1 was supposed to be at 1.4 when they were originally programmed, but now it was at 2.4. Patient did not know how the intensity got there and said it wasn't causing them any discomfort being at that higher level. Patient went to program 2 and 4 and said those programs were higher as well. Patient was able to decrease intensity, but when they went to increase intensity, they got settings not available each time. Patient checked group a and said the intensities were at the level they expected, but still got settings not available when they tried to increase. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.